Manufacturer narrative:
Additional information found in evaluation codes. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one link luer activated device had an issue where the center was depressed. The device was connected to a non-baxter set while administering 5% dextrose. There was no patient injury or medical intervention associated with this event. No additional information is available.